Event description:
It was reported by a competitor sales representative that the patient's right ventricular (rv) lead had "bad sensing" during the change out procedure of an implantable cardioverter defibrillator. No additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068 implantable pacing lead, (B)(6) 2001. (B)(4).